Event description:
This ra lead was noted on (B)(6) 2014 due to out of range impedance. During interrogation, it had shown that an automatic lead switched had occured. Ra threshold was also unattainable. On the daily measurements, ra lead impedance had jumped to >2500 ohms on (B)(6) 2013 and had stayed out of range since. The patient had 0% atrial pacing since last follow up and was using the lead for sinus driven sensing. The physician was dr. (B)(6) at (B)(6) in (B)(6), australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).